Manufacturer narrative:
Sonicare chargers are an accessory to the sonicare for kids power toothbrush. Customer did not provide this information at the time of call.

Event description:
Consumer complained that a portion of their cable had melted exposing some of the copper copper wire. No injury reported.